Manufacturer narrative:
Steris technician was dispatched to the account to inspect the device. Upon inspection, he confirmed that the fowler frame bracket had broken, and noted that the cross member support rod was bent. There was no report of pt injury. Photographs were taken to confirm this breakage and the bent cross-member. Further inspection determined that there was no rust or corrosion of the attachment points. Based on the available info, it does not seem likely that the female pt was of a weight that would have caused this breakge. The stretchers are qualified for a 500 pound pt load. Based upon the photos, it appears that the unit may have sustained some sort of impact or overload condition that caused the breakage of the multiple attachment points on the fowler frame. The steris technician provided the facility with the replacement part number. The unit has been repaired by the user facility biomedical dept and returned to use by the customer.